Manufacturer narrative:
E1-reporter facility name: (B)(6) services. B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette did not attach. There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device as returned for repair in overall good condition. Device has not been serviced in the last 12 months. Primary problem of cassette not attaching alarm was replicated with functional testing. The cause was a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Device passed all functional and accuracy testing.